Event description:
Took out stem, cup, head, and liner, put in spacer because of infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The following other hip devices were also listed in this report: unknown eon stem, unknown head, unknown screw, unknown cup. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).